Event description:
The attending physician successfully placed 4 matrix coils within this 7.5 mm x 5mm unruptured aneurysm. The problem occurred with the 5th and final coil placed in this procedure. The post-procedure angio appeared 100% satisfactory. The patient then presented with symptoms of paralysis. The patient was subsequently taken back to angio again to determine the cause. It was discovered that 1 cm of the 5th coil (believed to be the proximal segment) was protruding into the internal carotid artery and was covered with thrombus and a clot downstream. Reopro was administered to bust the clot and prepare for placement of a neuroform2 stent. The neuroform2 stent was successfully placed in order to tack the protruding coil length to the artery wall. Tpa was then administered in order to bust a distal clot. The patient then experienced adverse reactions. The patient subsequently died. Please note that the attending physician's belief, given the patient's medical history/status, is that the events were a sequence of medical adverse reactions to receiving reopro and tpa (as well as the stroke created by the embolization).